Manufacturer narrative:
Follow-up #1 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box indicated no abnormal pump behavior. The basal program was manually switched between two programs on (B)(6) 2016. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 437 mg/dl with unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient had symptoms of a cold and a low grade fever. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.